Event description:
It was reported that a clearlink/duo-vent non dehp solution set "spontaneously snapped" at the filter site, resulting in a backflow of blood onto the bed and floor. At the time of the event, norepinephrine, vasopressin, and amiodarone were being administered through one lumen of a triple lumen central line via a y connector. The amiodarone infusion was running through the affected set. When the set separated, the amiodarone was not delivered, and the other medications followed the path of least resistance, flowing out of the disconnected line rather than into the patient. The patient¿s blood also backflowed through the defective line. The patient became severely hemodynamically unstable, presenting with hypotension and tachycardia. In response to the event multiple medical interventions were carried out by the registered nurse, including removal of the defective IV line, priming and initiation of a replacement IV line, and administration of a vasopressor bolus. The patient outcome or if the patient was hospitalized due to this event was not reported. No additional information is available.

Manufacturer narrative:
D4 lot #: the suspected lot was one of the following: r25f14086, r25j21079, r24k23017, r25b26062 d4 expiration date / UDI #: supect lot r25f14086 has an expiration date of 06/15/2027. UDI # (B)(4). Supect lot r25j21079 has an expiration date of 10/21/2027. UDI # (B)(4). Supect lot r24k23017 has an expiration date of 11/22/2026. UDI # (B)(4). Supect lot r25b26062 has an expiration date of 02/27/2027. UDI # (B)(4). H4: device manufacture date : supect lot r25f14086 was manufactured june 16-17, 2025. Supect lot r25j21079 was manufactured october 22, 2025. Supect lot r24k23017 was manufactured november 25-26, 2024. Supect lot r25b26062 was manufactured february 27, 2025. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: the actual device was not available; however, eight (8) companion samples and two (2) photographs were received for evaluation. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. A pressure and clear passage test were performed, and the results were satisfactory, no defects were observed. The photographs were reviewed, and a crack was noted at the filter port in the downstream part. The reported condition was verified in the photographic samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.